Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic ring (connector) that holds the atrial and ventricular leads was broken on the external pulse generator (epg) and that the hanger assembly was missing. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Analysis was able to confirm the customer comment of the output connector assembly to be broken on the external pulse generator (epg). However, analysis could not confirm the customer comment of the hanger assembly to be missing. It was also noted that the hanger assembly was broken and that one stuck button was detected; one stuck button recovered. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.